Manufacturer narrative:
Device received with broken battery tube thread noted. Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm or audio or vibrate anomaly were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not alarm at certain times. Customer's blood glucose value was unknown. The customer assisted with troubleshooting. Customer stated that the insulin pump had crack near reservoir compartment and battery compartment. Insulin pump's reservoir lip ring had chips missing. Insulin pump had low battery alert after a week. The device will be returned for analysis.